Event description:
It was reported that there were high rv (right ventricular) thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal and distal conductors of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the full lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high thresholds described in the event. There were no anomalies observed that would contribute to high thresholds, and all electrical/visual testing was within specified parameters. In addition an in-vivo fracture or insulation breach was not observed. The lead was returned with non-severe explant damage. It is likely that the blood in the distal conductor entered though the is-1 pin as no insulation breach was observed. Concomitant: 5592-45 implantable pacing lead, (B)(6) 2009. (B)(4).